Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare, that during routine check prior to use, it was noted the power module ac socket was loose.